Event description:
I used the icyhot back patch in 2008. I only used the patch for four hours then removed it after a day of discomfort, I noticed a red spot on my back in the shape of the patch. Today, four days later, I went to the urgent care unit and after an evaluation, they told me I have a burn on my back in the first degree. Dose: 1 patch. Frequency: once. Route: top. Dates of use: 2009- 4 hours. Diagnosis: lower back tension. Event abated after use stopped: no.